Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had high blood glucose. Customer found out the high was caused by kinked tubing. Customer current blood glucose was 87 mg/dl. No further information reported.